Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reft2381 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "4fr sv PICC broke". Additional information received 04/29/2022: (B)(6) 14:00 line pulled back 1 cm to 7cm r/t concern of kink noted on xray at site that was not allowing line to draw. (B)(6) 17:30 catheter found leaking from red lumen at 5 cm mark. How was the break and/or retained segment discovered? Are radiographic images available? Site leaking blood. Did the patient require surgery to remove the broken piece? No. Were all the missing/broken pieces retrieved and accounted for? Yes. What type of imaging was used to verify broken piece in patient? Are pictures available? Not applicable. What type of catheter securement was utilized? Securacath. At what point during device use (i.e. Insertion, infusion, removal) did the break occur? Infusion. Any long-term patient harm? No - patient able to complete therapy with IV access no new PICC inserted.

Event description:
It was reported "4fr sv PICC broke" additional information received 04/29/2022: 4/13 14:00 line pulled back 1 cm to 7cm r/t concern of kink noted on xray at site that was not allowing line to draw. 4/13 17:30 catheter found leaking from red lumen at 5 cm mark. ¿ how was the break and/or retained segment discovered? Are radiographic images available? Site leaking blood ¿ did the patient require surgery to remove the broken piece? No ¿ were all the missing/broken pieces retrieved and accounted for? Yes ¿ what type of imaging was used to verify broken piece in patient? Are pictures available? Not applicable ¿ what type of catheter securement was utilized? Securacath ¿ at what point during device use (i.e. Insertion, infusion, removal) did the break occur? Infusion ¿ any long-term patient harm? No - patient able to complete therapy with IV access no new PICC inserted

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Evidence of kinking was observed in the returned catheter just distal to the molded joint, between the 2 cm and 3 cm depth markers, just distal to the 7 cm depth marker, and just proximal to the 10 cm depth marker. A relatively large longitudinal split was observed near the 5 cm depth marker. Some discoloration of the catheter material was observed just distal to this split. A spraying leak was observed emanating from the split in the catheter when the red lumen was infused, and the red lumen was found to be occluded distal to this split. A microscopic observation revealed the longitudinal split was mostly straight with a flat and granular surface texture. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.